Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 14 2007.evaluation summary:the defective user interface module printed circuit board was found during testing. Inspection of the device found failure code 703 in the event history which confirmed the defective user interface module printed circuit board. The user interface module was subsequently replaced.

Event description:
During service by baxter technical service, the infusion pump was found to contain a defective user interface module printed circuit board. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.